Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. The customer confirmed the device was visually inspected when removed from the package and no damage was observed during prep. The customer also reported that no resistance was felt during the procedure at any time, nor was the device stuck in the lesion or other devices. Though damage was observed upon removal, all portions appeared to be accounted for. The device had been used one time to successfully get measurements and the procedure was completed and moved to the ivus procedure. No medical or surgical intervention was required. Visual inspection was performed on the returned device. The device was received along with a small plastic tube. There were kinks at the end of the distal coil of the wire, resulting in a curved tip. The piece of tubing that was returned was observed to be a 9mm long piece of slit polyimide tubing. As the ends of the tubing were not jagged, the tubing appeared to be present in its entirety. Although kinks were observed at the distal tip, the tip was not frayed as reported in the complaint description. However, visual inspection confirmed that the returned tubing came from the verrata wire. The cause of the observed failure was a manufacturing error. The slit polyimide tube used to protect the trifilar during hypotube installation was not removed from the proximal end of the hypotube before the final release of the product. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. To date, no other complaints were reported for this same failure mode within this lot. We will continue to monitor these types of complaints.

Event description:
It was reported that after the device was removed from the patient, the user found the tip of the wire was frayed and something like a yellow tube protruded from there. There were no injuries or adverse events to the patient. The patient was discharged as expected in stable condition. All reasonably known patient information is included in this report. Requests were made via the sales representative (rep) in (B)(4) to obtain patient information. The rep was not successful in obtaining this information.